Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage, and leakage. The following information was provided by the initial reporter: catheters have been reported as having a rough splayed surface near the distal end. The catheter's irregularities may cause vein shearing, rupture, and blood leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage, and leakage. The following information was provided by the initial reporter: catheters have been reported as having a rough splayed surface near the distal end. The catheter's irregularities may cause vein shearing, rupture, and blood leakage.